Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been rec'd for investigation and a f/u will be submitted once results are available. Customers and retailers have been informed through the adc fa17may2007 letter.